Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of a recertification. Visual inspection and battery testing were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.